Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to the pressure regulating balloon(prb) eroding. A patient outcome was not reported.